Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced white screen only and frozen display recurred. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump received with a missing segments/partial display, flashing white display and a constant beeping sound. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to frozen display. Unable to download history files and traces using thump and carelink due to flashing white display. Pump was cut open to perform visual inspection and found a crack lcd controller and moisture damage on the force sensor and motor home switch. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: bleeding (lcd window screen), scratched case, stained keypad overlay, pillowing keypad overlay, and label damage (serial number label stained). Flashing white display was confirmed during analysis, problem was isolated to the electronic stack. Audio anomaly was confirmed, problem isolated to electronic stack]. Missing segments/partial display was confirmed due to cracked lcd controller. Frozen screen was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.